Event description:
It was reported that the patient was done elsewhere, presented with a fractured tibia plateau. Surgeon removed the triathlon keeled baseplate and placed a universal tray with 100mm stem extension.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial baseplate. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.